Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
See MFR report # 3007566237-2011-01437. During the trial the physician had problems with his ability to laterally "flip" the lead with the uncoated stylet. He was unable to rotate it left or right. It was poor torque response of the lead.